Manufacturer narrative:
During trouble shooting, the customer was recommended to turn off the clv-190 before inserting scope and turn on after the scope is inserted. It was also recommended that the customer reset the maj-1933 cable between the clv-190 and the cv-190 while it is powered off. The subject device has been returned to olympus for evaluation and the reported issue regarding the scope communication error b30 was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii xenon light source had a scope communication error b30 during preparation for use. The procedure was completed with a spare clv-190 device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported endoscope communication error (code b30). A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a root cause for the reported communication endoscope error. Olympus will continue to monitor field performance for this device.